Event description:
It was reported there is dim to no light and bent pin in connector. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID (B)(4).